Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that on literature review "knee arthrodesis is a durable option for the salvage of infected total knee arthroplasty", ten (10) patients required a reoperation due to nonunion after a knee arthrodesis (ka) procedure. The ka procedure was initially performed for the salvage of a failed total knee arthroplasty (unspecified system from an unspecified manufacturer) after a periprosthetic joint infection. The outcome of the patients is unknown. No further information is available at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the attached literature article was reviewed. However, based on the information provided no further information is available. Consequently. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The x-ray images provided in the article have been interpreted within the text; therefore, no further analysis of the x-ray images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse, excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.